Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd autoshield duo¿ pen needle had a safety shield that did not fully deploy, leaving the needle partially exposed. The following information was provided by the initial reporter: "after injecting insulin, the needle did not fully retract when withdrawing. It stood out a few millimeters."

Manufacturer narrative:
H6: investigation summary two photos of a 30g x 5mm safety pen needle sample were returned from lot. No. 1232964, cat. No. 329605. Visual examination of the returned photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Event description:
It was reported bd autoshield duo¿ pen needle had a safety shield that did not fully deploy, leaving the needle partially exposed. The following information was provided by the initial reporter: "after injecting insulin, the needle did not fully retract when withdrawing. It stood out a few millimeters."

Event description:
It was reported bd autoshield duo¿ pen needle had a safety shield that did not fully deploy, leaving the needle partially exposed. The following information was provided by the initial reporter: "after injecting insulin, the needle did not fully retract when withdrawing. It stood out a few millimeters."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.